Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient went into clinic and complaint about a beeping. After review, the health care professional (hcp) reported that this device exhibited out of range impedance measurements in the right ventricular (rv) channel. Boston scientific technical services (ts) provided recommendations. No adverse patient effects were reported. Additional information received from sales representative confirmed that the lead was troubleshooted and no issue was found at that moment.